Manufacturer narrative:
This product has not been returned back from the field for analysis. This report will be updated should the device be returned and tested.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.